Manufacturer narrative:
An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: complication - cfa occlusion at the manta site, pta balloon used. Additional information on 15nov2022: during a tavr procedure on the (B)(6) 2022, access was gained ultilizing micropuncture and ultrasound guidance. There were no issues advancing the procedure sheath. Protamine was administered intravenously during the procedure. A 14fr manta device was used for closure but it was reported that it "pulled through" (associated to another der), then an 18fr manta was used, which gained hemostasis, but post procedure imaging showed a possible dissection. A pta ballon resolved the blood flow defect.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed.the device lot history record review for lot number indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment.based on the information submitted, following a tavr procedure, a 14f manta was deployed for closure. Ultrasound guidance and micropuncture were utilized to gain access. No issues were encountered advancing or withdrawing the procedural sheaths; and protamine was administered prior to closure. During deployment, the manta device pulled through the access site (related to MDR fu-3010252479-2022-00432 manta). A second manta closure unit was opened; however, the physician chose to use an 18f manta closure unit. Following deployment, a post-angiogram indicated an occlusive dissection present in the cfa. Dissections are a common large bore procedural complication. Therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. Balloon inflation was applied, and flow was restored. The root cause of the stenosis requiring balloon inflation cannot be determined due to the insufficient information regarding initial and deployment procedures, patient environment and conditions, and no angiograms or device submitted for investigative purposes. Therefore, the root cause remains undeterminable. The following adverse events related to the deployment of vascular closure devices have been identified in the IFU: accidental positioning of some or all of the collagen plug within the femoral artery, leading to ischemia or stenosis; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, etc., possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.